Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros gent and valp quality control results were obtained while using the vitros 5,1 fs analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros gent and vitros valp slides had malfunctioned.

Event description:
The customer obtained multiple, higher than expected vitros gent and valp quality control results (gent 40762 = 8.29 mg/ml vs. Expected result = 6.2 mg/ml; gent 40763 >10.0 mg/ml vs. Expected result = 7.3 mg/ml; valp 40761 = 47.97 mg/ml vs. Expected result = 34.2 mg/ml; valp 40762 = 90.05 mg/ml vs. Expected result = 75.0 mg/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. There was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).